Manufacturer narrative:
H3: product analysis of the device found that the unit came with a connection failure due to bent stimulator pins on the connector pcba. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that daq b does not appear to be recognized. An error message was displayed about daq b when modalities recording from that box are turned on. Additionally, the impedance check only showed grey boxes for programmed inputs. This issue was confirmed with different cables, daq boxes, and controllers. The controller was swapped out to complete the case. There was no known patient impact.